Manufacturer narrative:
Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
I&d was performed. Poly removed and swapped with a new poly.